Event description:
Report received of an underdelivery of tpn. The pump was programmed to deliver a volume of 2800ml to a homecare patient, over 12 hours with a one hour taper down. It was reported that when the nurse was changing the tpn solution container, she noted that approximately 1000ml of the tpn remained in the container. Reportedly, the pump display indicated that all of the solution had infused. There was no report of the pump giving an audible alarm or displaying an error message. The nurse exchanged the pump. The patient's blood sugar was not checked. The patient did not experience any adverse effects, and the IV access line remained patent. The customer reported the underdelivery to the patient's physician and no orders were received. Though requested, no further information was available.